Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device had a crack in the middle section of the fiber, where it had been coiled within a safe diameter and placed under a sterile towel. The issue occurred during an unspecified therapeutic procedure. The procedure was completed with a new laser fiber. There were no reports of patient harm.

Event description:
No additional information received from customer.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: this event was caused by a component failure of the fiber. The cause of the fiber breakage could not be determined. It is possible that the mid-section of the fiber was damaged, causing weakening of laser from the tip. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.